Manufacturer narrative:
It was initially reported the patient fell and the depuy solution stem fractured. The depuy devices, patient demographics, and/or additional investigational inputs besides patient x-rays were not provided. A search of the complaints databases identified no other reports against the provided product and lot code combinations since their release to distribution. A review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The review of provided x-rays confirms the complaint of femoral stem fracture. The fracture occurred at the area where the proximal metaphyseal geometry transitions into the cylindrical diaphyseal portion of the stem. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been identified. Monitor via (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
About a month ago this patient had a fall and broke the solution stem. A 2nd revision surgery was performed on (B)(6) 2014 by dr (B)(6). The broken solution stem was removed and replaced with an lps proximal femur replacement. The distal portion of the stem was very well ingrown and had to be extracted using a trephine drill. The surgeon was happy with the outcome. (B)(6). The patient requested to keep the implant, so it is unfortunately not available for return. Pre-op x-rays are available. Operation notes are not available. No further information is available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.type: international (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.